Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an alert for high, undefined right ventricular (rv) lead pacing impedance. It was further reported that the rv lead fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.